Manufacturer narrative:
(B)(4). The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a lesion in the ramus and in the proximal left anterior descending (lad) artery. The patient had presented with unstable angina. Pre-dilatation was performed with a trek balloon (unk size). Two implants (3.5 x 28 mm and 3.0 x 28 mm) were deployed. A 4.0 x 15 xience v stent was deployed in the lad overlapping the implant. The patient returned to cath lab 4 days post-procedure with angina and it was noted that the implants were blocked due to a large thrombus. Although it could not be confirmed, it is likely that the xience v stent also had thrombosis. Thrombolysis was given directly into the artery. There was difficulty re-crossing the lesion, but a progress 40 guide wire eventually crossed and the segment was ballooned, restoring flow. It was reported that the patient interrupted dual antiplatelet therapy (dapt) for 1 day post procedure. No additional information was provided.